Event description:
I have a 5 pages correspondence I would like to submit to the appropriate party about this incident that I submitted to (B)(6) hospital on (B)(6) to discuss this matter in great detail. The (B)(6) port-a-cath was inserted on (B)(6) 2014 at that hospital. It was found broken, with the catheter dangling from my heart region and removed on (B)(6)2015. It was inserted under my right pectoralis muscle and was always somewhat difficult to access, especially and notably the very first time I had chemotherapy at (B)(6) specialists and neither the chemo nurse nor my surgeon, dr. (B)(6), found it easy to access. Dr. (B)(6) pushed and pushed on my chest for what seemed like a very long period of time, stating that he thought the port had flipped around and was not accessible. I cried in pain as he pushed to access it. He kept trying to access it, for what seemed like minutes, unsuccessfully. I was screaming in pain. He and chemo nurses will always remember me in such pain, as it is so highly unusual to see a pt like that. He finally successfully accessed the port that day. Of course, I was horrified and in great pain resulting from all of that pushing on my chest. Frequently after that, I was told my port was tricky to access. Only now, looking back, I bet dr. (B)(6) weakened the medical device. When I followed up with his practice, they claimed no liability whatsoever for its breakage and did not even inquire about my (B)(6) surgery to have it removed. I have written a 5 page letter to (B)(6), my insurer, discussing all of the facts and the aftermath of this surgery. I was told that (B)(6) hospital would take no investigative action and would charge me for the removal of the port, which they have done. I followed up with (B)(6) about this matter and it is now "in process". I also followed up with (B)(6) state's attorney general's office. I would be happy to submit written correspondence with any of the above parties to the FDA.